Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that over the past week, the customer had been experiencing elevated blood glucose (bg) levels of up to 380 mg/dl. Bg levels were addressed with site changes, pump boluses, and syringe boluses. The customer stated that they had been sick in the past week (cold/flu) but that bg level had been responding better to manual injections rather than the pump. A system check performed with tandem technical support indicated that the pump was operating as expected. In addition, the customer experienced a low bg level (20-30 mg/dl range) due to delivering a bolus for a meal, but not eating the intended meal. Paramedics administered oral and intravenous (IV) glucose to stabilize bg level.